Event description:
A falsely elevated troponin I result of 1.14 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested on the same analyzer with a result of 0.04 ng/ml and with alternate methodology which recovered a clinically negative result. Heparin therapy was prescribed as a result of the falsely elevated troponin I result. There was no report of adverse health consequences. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate wash due to disconnected aspirate tubing.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate wash due to disconnect aspirate tubing. The dade behring technical assistance consultant found the tubing disconnected and corrected the problem. The instrument is now performing within specification.